Manufacturer narrative:
Device analysis report attached. This report is submitted on may 20, 2024.

Event description:
Per the clinic, it was reported that 13 electrodes were detected as open circuit. The device was explanted on (B)(6) 2018, due to poor device performance since activation and the patient was re-implanted with a new cochlear device during the same surgery.